Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient felt that "bees were tinging her leg" while she walked. Additionally, the patient felt that the pain in their leg was due to lead wire movement. The patient was advised to try and turn stimulation down or turn off stimulation and see if that help and or slowly increase so that stimulation is comfortable. A follow-up call with the patient two days later determined that the patient was still feeling the pain and discomfort in the leg and while reducing stimulation from 1.4 to 1.2 helped the patient still experienced bursts of discomfort when moving around. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.